Event description:
Vascular occlusion, affecting the left side of the nose and face [vascular occlusion]. Excruciating pain; cannot brush her teeth, cannot eat, and is very painful [injection site pain]. Her nose was numb [hypoaesthesia]. Brown, black, and blue [injection site bruising]. Rha into lips [off label use]. United states report received from a non-healthcare professional on 11-jun-2021. A non-healthcare professional reported that a (B)(6) year-old female patient received rha2, for an unknown indication, on (B)(6) 2021. An unknown volume of rha2 was applied to the lips using an unknown injection technique. The injection was the patient's initial rha2 injection. It was not reported if a cannula was used for administration of rha2. Previous cosmetic procedures included facial fillers. The patient previously received rha2 in (B)(6) 2021 in the lips with no reaction. The patient's medical history included occasional alcohol use, a history of smoking, allergies to penicillin, sulfonamides, and shellfish, and hypothyroidism in 2020. Concomitant medications and food supplements were not reported. It was not reported if the patient received any vaccinations within six months of administration of rha. On (B)(6) 2021, while the patient was being injected with rha2, the patient felt excruciating pain and did not feel right. On the same day, by the time the patient had left the prescriber's office and got to her car, the patient's floor of her nose felt numb and it felt like someone was still piercing her with a needle. Over the course of the night, the patient stated that the event got worse. The reporter stated that on (B)(6) 2021, a vascular occlusion had occurred, affecting the left side of the nose and face. On (B)(6) 2021, one day following the injection of rha2, the patient called the prescriber's office and stated that she had lots of pain and her nose was numb. The patient sent the prescriber's office pictures of the event at the time. On (B)(6) 2021, two days following injection of rha2, the patient called the prescriber's office again stating that the event was getting worse, she was in excruciating pain, and her nose was numb. The patient sent the prescriber's office more pictures of the event at the time. The prescriber then called the patient into the office immediately. As treatment, the prescriber injected the patient with hylenex (hyaluronidase). The patient noted that every time she was injected, it was excruciating. On the (B)(6) 2021, as treatment, the patient was injected with hylenex 21 times in the left oral commissure, left nasolabial fold and the left lips over the course of five hours . The pain resolved, however, there was a recurrence of pain the same night and the patient came back to the office for another five injections of hylenex in the left oral commissue, left nasolabial fold and the left lips. On (B)(6) 2021, the patient was seen in the prescriber's office and said that "she was brown, black, and blue" and was still complaining of numbness in the floor of her nose, could not brush her teeth, could not eat, and was very painful. The injector was testing the patient's capillaries at that time. A vascular occlusion was confirmed based on the symptoms of skin breaks and pustule. Capillary testing was done with the findings prior to therapy, capillary filling was 7 to 8 seconds and after therapy it was normal and has remained normal. No replacement product was requested. The outcome of the events was resolved on (B)(6) 2021. The intensity of the events was severe. It was unknown if the product was available for return. (B)(4). No additional information was available at the time of this report. Follow-up information was received on 16-jun-2021 from a physician's assistant. Updated information included event outcome and event severity. Follow-up information was received on 24-jun-2021 from a physician's assistant. Updated information included rha product identified, treatment details, capillary testing findings, and previous cosmetic procedures.